Manufacturer narrative:
(B)(4). Approximate age of device- 1 year. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient had an ischemic stroke due to suspected thrombus from another manufacturer's temporary percutaneous device that was removed at time of lvad surgery. Multiple cts were performed postoperatively. The stroke worsened in appearance of the cerebral hemispheres bilaterally with increased multifocal parenchymal low attenuation and loss of gray-white differentiation. The overall findings are most suggestive of recent multifocal infarcts. There was no reported carotid disease, previous stroke or coagulopathy. The patient was freshly post-op, so was not therapeutic on anticoagulation. The patient is reported to be attending outpatient cardiac rehabilitation as well as outpatient occupational therapy for right handed weakness from the stroke. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.